Event description:
The customer reported that they had a "speaker malfunction inop". Sound is not confirmed yet. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that they had a "speaker malfunction inop". Sound is not confirmed yet. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.